Event description:
It was reported the pump needed a new interconnect board. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol: (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. A review of the event history log (ehl) identified battery communication time out. During the functional testing the reported issue was able to be duplicated. The root cause of the issue could not be determined. Replaced interconnect board, radio, and the battery. Performed power up process.